Manufacturer narrative:
Other relevant device(s) are: product ID: 9734252, serial/lot #: 190315; product ID: 9734252, serial/lot #: 150820; product ID: 9734252, serial/lot #: 160331. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site registered the patient and got a metric of 0.6 mm. After the site went sterile they were off a few inches and aborted use of navigation. After the case it was determined that the vertek arm could not fully tighten. A manufacturing representative (rep) checked all vertek arms on site and a total of 3 arms would not fully lock. Arm movement was confirmed by the manufacturing representative (rep). The procedure was delayed by less than one hour and there was no impact on patient outcome.